Event description:
It was reported that customer had high blood glucose level. Blood glucose at the time of event was 23 mmol/l. Customer had insulin flow blocked alarm and insulin did exit. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.